Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported an unknown rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and / or corrected data.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: a review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: underweight, one opening extended on the posterior, and crease fold. A microscopic analysis was performed which identified: one opening sharp on the posterior and one striated opening on the anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the posterior assessed as unidentified (tear) opening. One striated opening on the anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported an unknown rupture. Device remains implanted.